Event description:
Event verbatim [preferred term] open burn blister [burns second degree], with the shoulder patch the straps of the bra and undershirt had caused a greater pressure on the skin [device use error]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) years-old female patient started to receive thermacare heatwrap (thermacare heatwrap), from (B)(6) 2018 at unknown frequency for uncomfortable pain in her left shoulder up to her head with certain movements and tension/the tension in the muscle. The patient medical history and concomitant medications were not reported. The patient stated that since mid-december, she had had uncomfortable pain in her left shoulder up to her head with certain movements. Probably she had lifted something heavy at any activity. Because ointment and tincture did not help, she got a pack of thermacare with 2 heatwraps in her pharmacy on (B)(6) 2018. According to the instructions she attached both at the following morning on (B)(6) 2018: one over the left shoulder, where the main pain was and the second below at the level of lumbar vertebrae/sacrum, because she felt the tension radiating up to it. She found the heat developing to be helpful during the day at both locations and could also move her head again without pain. Already she considered buying a larger pack. All the more, she was shocked when, after about 11 hours, she removed the patch over her shoulder and felt an open burn blister on (B)(6) 2018. She did not feel an excessive heat development with any of the patches during the day and at the lower back patch also no accompanying symptoms had developed. She can only explain that on (B)(6) 2018 with the shoulder patch the straps of the bra and undershirt had caused a greater pressure on the skin and the tension in the muscle caused that she was not fully aware of the heat development. She stated "I'll let you know to ask you to include a note on caution in your instructions for use. Although you have warned against tight clothing, waistband and belt. Unfortunately, I did not come up with the idea to see a danger in the bra and shirt straps. So a special tip for women would make sense." The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "burn blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Open burn blister/2 bigger, open burn blisters and 2 little closed burn blisters [burns second degree], wound [wound] , with the shoulder patch the straps of the bra and undershirt had caused a greater pressure on the skin/the second below at the level of lumbar vertebrae/sacrum [device use error], did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer. A 76-year-old female patient, no pregnancy, no menopause, started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from on (B)(6) 2018 21:00 for uncomfortable pain in her left shoulder up to her head with certain movements, probably due to a distortion and tension/the tension in the muscle. Medical history included atrial fibrillation. Concomitant medications included bisoprolol fumarate (bisogamma) from 2000 and ongoing at 5 mg for atrial fibrillation, omeprazole (omeprazol) from 1997 and ongoing at 10 mg for heartburn, acetylsalicylic acid (ass) from 2007 and ongoing at 100 mg for atrial fibrillation and colecalciferol (vitagamma d3) from 2015 and ongoing. The patient previously had not used thermacare heatwrap. She previously used electric heating pad 30 years ago for pain relief and did not experienced any problem/symptom. The patient stated that since mid-(B)(6), she had uncomfortable pain in her left shoulder up to her head with certain movements. Probably she had lifted something heavy at any activity. Because ointment and tincture did not help, she got a pack of thermacare with 2 heatwraps in her pharmacy on (B)(6)2018. According to the instructions she attached both at the following morning on (B)(6)2018 09:00: one over the left shoulder, where the main pain was and the second below at the level of lumbar vertebrae/sacrum, because she felt the tension radiating up to it. She found the heat developing to be helpful during the day at both locations and could also move her head again without pain. Already she considered buying a larger pack. All the more, she was shocked when, after approximately 12 hours, she removed the patch over her shoulder and felt an open burn blister on (B)(6) 2018 21:00. She did not feel an excessive heat development with any of the patches during the day and at the lower back patch also no accompanying symptoms had developed. She can only explain that on (B)(6) 2018 09:00 with the shoulder patch the straps of the bra and undershirt had caused a greater pressure on the skin and the tension in the muscle caused that she was not fully aware of the heat development. She stated "I'll let you know to ask you to include a note on caution in your instructions for use. Although you have warned against tight clothing, waistband and belt. Unfortunately, I did not come up with the idea to see a danger in the bra and shirt straps. So a special tip for women would make sense." She was neither hospitalized nor had to consult a general practitioner/ specialized physician. The patient further reported that she did not currently under the care of a physician for any medical condition. She classified her skin tone as medium (neither light nor dark). She did not have sensitive skin. She did not have abnormal skin conditions. She was wearing several layers of clothing over the thermacare product (bra, undershirt, wool sweater). She attached the adhesive to clothing. She was wearing clothing during the 12 hours. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare on (B)(6) 2018. She read the usage instructions on thermacare before she used the product. After removing of the heatwrap she saw 2 bigger, open burn blisters and 2 little closed burn blisters. She mentioned that crusting and healing of wound until the on (B)(6) 2019. She did not consult a healthcare professional for the symptoms. She said no need for that. No treatment received for burn blister and wound. She purchased red box. There was no product remaining. Package disposed. She was neither hospitalized nor had to consult a general practitioner/ specialized physician. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018 21:00. The outcome of the events burn blister and wound was resolved on (B)(6) 2019. The outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (21jan2019): new information received from the contactable consumer includes patient data (weight, height, no pregnancy, no menopause), medical history, concomitant drug data, device data (trade name updated, start date, stop date, indication, action taken), new events (did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product, wound), onset date of events, stop date of events, outcome of events, hospitalization details, deny of treatment and event details. Follow-up (07feb2019): new information received from the same contactable consumer (patient) includes: the patient was neither hospitalized nor had to consult a general practitioner/ specialized physician. Removed seriousness criterion 'hospitalization' for event burn blister. Company clinical evaluation comment. Based on the information provided, the events of burns second degree, device use error, intentional device misuse and wound as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree, device use error, intentional device misuse and wound as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event for nsw 12 hour products. There is not a trend identified for the subclass of adverse event for nsw 12 hour products, refer to attachment adverse event nsw12 jan2016 - jan2019 trending graph. Adverse events for burns show peaks in nov2018 and dec2018. Thermacare burn rate surveillance was included in management review on 23jan2019. In the most recent 6 month period (jun2018-dec2018), an increase in % burn reports follows upward trend of total sales. However, cases/million wraps continues to be very stable at 3.61 less than maximum [<10]. No trend; the burn rate is within ppm. Preliminary confirmation status: not confirmed.

Event description:
Event verbatim [preferred term] open burn blister/2 bigger, open burn blisters and 2 little closed burn blisters [burns second degree] , wound [wound] , with the shoulder patch the straps of the bra and undershirt had caused a greater pressure on the skin/the second below at the level of lumbar vertebrae/sacrum [device use error] , did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer. A 76-year-old female patient, no pregnancy, no menopause, started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from (B)(6) 2018 09:00 to (B)(6) 2018 21:00 for uncomfortable pain in her left shoulder up to her head with certain movements, probably due to a distortion and tension/the tension in the muscle. Medical history included atrial fibrillation. Concomitant medications included bisoprolol fumarate (bisogamma) from 2000 and ongoing at 5 mg for atrial fibrillation, omeprazole (omeprazol) from 1997 and ongoing at 10 mg for heartburn, acetylsalicylic acid (ass) from 2007 and ongoing at 100 mg for atrial fibrillation and colecalciferol (vitagamma d3) from 2015 and ongoing. The patient previously had not used thermacare heatwrap. She previously used electric heating pad 30 years ago for pain relief and did not experienced any problem/symptom. The patient stated that since mid-december, she had had uncomfortable pain in her left shoulder up to her head with certain movements. Probably she had lifted something heavy at any activity. Because ointment and tincture did not help, she got a pack of thermacare with 2 heatwraps in her pharmacy on (B)(6) 2018. According to the instructions she attached both at the following morning on (B)(6) 2018 09:00: one over the left shoulder, where the main pain was and the second below at the level of lumbar vertebrae/sacrum, because she felt the tension radiating up to it. She found the heat developing to be helpful during the day at both locations and could also move her head again without pain. Already she considered buying a larger pack. All the more, she was shocked when, after approximately 12 hours, she removed the patch over her shoulder and felt an open burn blister on (B)(6) 2018 21:00. She did not feel an excessive heat development with any of the patches during the day and at the lower back patch also no accompanying symptoms had developed. She can only explain that on (B)(6) 2018 09:00 with the shoulder patch the straps of the bra and undershirt had caused a greater pressure on the skin and the tension in the muscle caused that she was not fully aware of the heat development. She stated "I'll let you know to ask you to include a note on caution in your instructions for use. Although you have warned against tight clothing, waistband and belt. Unfortunately, I did not come up with the idea to see a danger in the bra and shirt straps. So a special tip for women would make sense." She was neither hospitalized nor had to consult a general practitioner/ specialized physician. The patient further reported that she did not currently under the care of a physician for any medical condition. She classified her skin tone as medium (neither light nor dark). She did not have sensitive skin. She did not have abnormal skin conditions. She was wearing several layers of clothing over the thermacare product (bra, undershirt, wool sweater). She attached the adhesive to clothing. She was wearing clothing during the 12 hours. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare on 29dec2018. She read the usage instructions on thermacare before she used the product. After removing of the heatwrap she saw 2 bigger, open burn blisters and 2 little closed burn blisters. She mentioned that crusting and healing of wound until the 13jan2019. She did not consult a healthcare professional for the symptoms. She said no need for that. No treatment received for burn blister and wound. She purchased red box. There was no product remaining. Package disposed. She was neither hospitalized nor had to consult a general practitioner/ specialized physician. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on 29dec2018 21:00. The outcome of the events burn blister and wound was resolved on 13jan2019. The outcome of the other events was unknown. According to investigation summary of pfizer albany investigational report, the root cause category is non-assignable. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event for nsw 12 hour products. There is not a trend identified for the subclass of adverse event for nsw 12 hour products, refer to attachment adverse event nsw12 jan2016 - jan2019 trending graph. Adverse events for burns show peaks in (B)(6) 2018 and (B)(6) 2018. Thermacare burn rate surveillance was included in management review on 23jan2019. In the most recent 6 month period (jun2018-dec2018), an increase in % burn reports follows upward trend of total sales. However, cases/million wraps continues to be very stable at 3.61 less than maximum [<10]. No trend; the burn rate is within ppm. Preliminary confirmation status: not confirmed. Additional information has been requested and will be provided as it becomes available. Follow-up (21jan2019): new information received from the contactable consumer includes patient data (weight, height, no pregnancy, no menopause), medical history, concomitant drug data, device data (trade name updated, start date, stop date, indication, action taken), new events (did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product, wound), onset date of events, stop date of events, outcome of events, hospitalization details, deny of treatment and event details. Follow-up (07feb2019): new information received from the same contactable consumer (patient) includes: the patient was neither hospitalized nor had to consult a general practitioner/ specialized physician. Removed seriousness criterion 'hospitalization' for event burn blister. Follow-up (19feb2019): new information received from product quality complaint group included: investigational results. No follow-up attempts are needed. No further information is expected. Company clinical evaluation comment based on the information provided, the events of burns second degree, device use error, intentional device misuse and wound as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, device use error, intentional device misuse and wound as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] open burn blister/2 bigger, open burn blisters and 2 little closed burn blisters [burns second degree] , with the shoulder patch the straps of the bra and undershirt had caused a greater pressure on the skin/the second below at the level of lumbar vertebrae/sacrum [device use error] , did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse] , wound [wound] , . Case narrative:this is a spontaneous report from a contactable consumer. A 76-years-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from (B)(6) 2018 09:00 to (B)(6) 2018 21:00 for uncomfortable pain in her left shoulder up to her head with certain movements, probably due to a distortion and tension/the tension in the muscle. Medical history included atrial fibrillation. Concomitant medications included bisoprolol fumarate (bisogamma) from 2000 and ongoing at 5 mg for atrial fibrillation, omeprazole (omeprazol) from 1997 and ongoing at 10 mg for heartburn, acetylsalicylic acid (ass) from 2007 and ongoing at 100 mg for atrial fibrillation and colecalciferol (vitagamma d3) from 2015 and ongoing. The patient previously had not used thermacare heatwrap. She previously used electric heating pad 30 years ago for pain relief and did not experienced any problem/symptom. The patient stated that since mid-december, she had had uncomfortable pain in her left shoulder up to her head with certain movements. Probably she had lifted something heavy at any activity. Because ointment and tincture did not help, she got a pack of thermacare with 2 heatwraps in her pharmacy on (B)(6) 2018. According to the instructions she attached both at the following morning on (B)(6) 2018 09:00: one over the left shoulder, where the main pain was and the second below at the level of lumbar vertebrae/sacrum, because she felt the tension radiating up to it. She found the heat developing to be helpful during the day at both locations and could also move her head again without pain. Already she considered buying a larger pack. All the more, she was shocked when, after approximately 12 hours, she removed the patch over her shoulder and felt an open burn blister on (B)(6) 2018 21:00. She did not feel an excessive heat development with any of the patches during the day and at the lower back patch also no accompanying symptoms had developed. She can only explain that on (B)(6) 2018 09:00 with the shoulder patch the straps of the bra and undershirt had caused a greater pressure on the skin and the tension in the muscle caused that she was not fully aware of the heat development. She stated "I'll let you know to ask you to include a note on caution in your instructions for use. Although you have warned against tight clothing, waistband and belt. Unfortunately, I did not come up with the idea to see a danger in the bra and shirt straps. So a special tip for women would make sense." The patient further reported that she was no pregnancy, no menopause. She did not currently under the care of a physician for any medical condition. She classified her skin tone as medium (neither light nor dark). She did not have sensitive skin. She did not have abnormal skin conditions. She was wearing several layers of clothing over the thermacare product (bra, undershirt, wool sweater). She attached the adhesive to clothing. She was wearing clothing during the 12 hours. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare on (B)(6) 2018. She read the usage instructions on thermacare before she used the product. After removing of the heatwrap she saw 2 bigger, open burn blisters and 2 little closed burn blisters. The open burn blister required hospitalization. She mentioned that crusting and healing of wound until the (B)(6) 2019. She did not consult a healthcare professional for the symptoms. She said no need for that. No treatment received for burn blister and wound. She purchased red box. There was no product remaining. Package disposed. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018 21:00. The outcome of the events burn blister and wound was resolved on (B)(6) 2019 and the outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (21jan2019): new information received from the contactable consumer includes patient data (weight, height, no pregnancy, no menopause), medical history, concomitant drug data, device data (trade name updated, start date, stop date, indication, action taken), new events (did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product, wound), onset date of events, stop date of events, outcome of events, hospitalization details, deny of treatment and event details. Company clinical evaluation comment: based on the information provided, the events of burns second degree, device use error, intentional device misuse and wound as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree, device use error, intentional device misuse and wound as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.